Event description:
During a ventricular assist device (vad) implant surgery, the surgeon used the incorrect collet and collet nut to attach the ventricular cannula. Due to unrelated pt health issues, the surgeon decided not to replace the collet and collet nut (requires disassembly of vad from cannula and interruption of circulatory support) but rather secure them with waterproof surgical tape. The pt continues to be closely monitored. The thoratec directions for use clearly states that when performing ventricular cannulation, the correct (white) collet and collet nut must be used-and the artial(black) collet and collet nut must be removed from the surgical field. The directins for use also clearly warns that failure to use the correct collet and collet nut may result in insecure cannula engagement leading to the possibility of serious injury or pt death. Thoratec had discussed the directions for use and the warnings with the hosp staff; they have also been previously trained on this issue during an in-service.